Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.in this case, edwards received information that this bioprosthetic valve, implanted approximately two (2) months, was explanted due to unknown reasons. No additional information received.

Manufacturer narrative:
Device not returned.additional manufacturer narrativemultiple attempts to receive further information regarding the device and event were made with no information received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without more information or return of the device, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.